Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they needed to see a manufacturer representative (rep) because the system was not working. The patient had an appointment yesterday to have the device reprogrammed/rebooted and the rep never showed up and the patient had not heard from anyone.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for non-malignant pain. They reported that the therapy had stopped due to power on reset (por). They saw the por screen when they were trying to charge implantable neurostimulator (ins). Patient was in the process of charging and stated she was seeing ins battery at 1/4 full and flashing at the 1/2 mark. Patient did not have batteries for patient programmer to check if it an information por. Patient tried to use the patient programmer but had no batteries for programmer. Patient was going to get batteries and will charge ins to the 1/2 mark so she can turn stimulation back on. Patient reported pain in left leg and left hip and back pain since (B)(6) 2016 and said this was a gradual change in symptoms. Patient took aleve for pain and reported stimulation was not coming on at the time of this report and the last felt stimulation was on (B)(6) 2016. Patient called back and reported she did get new aaa batteries for her programmer but was seeing "ins needs to be charged" screen. Patient reported "(B)(4)" screen on her implantable neurostimulator recharger (insr). Patient called and stated that she received her new recharger from repair - patient was connected to ins and had full coupling boxes. Patient stated her ins battery was at 1/2 charge and when they tried to turn stimulation on with recharger and got "por" message. They connected with programmer and was able to clear informational por and was able to turn stimulation on. Issue was resolved. Patient reported that she only felt stimulation when she lays on her back but she was not feeling stimulation in any other position (upright - mobile - sitting) since (B)(6) 2016. Patient had a doctor's appointment scheduled on (B)(6) 2016. After checking the patient programmer it showed stim on. Patient tried to increase or decrease stimulation however it did not resolve the issue. Patient had adaptive simulation on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.